Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) /2021.

Manufacturer narrative:
H4: lot was manufactured august 21, 2020 to august 24, 2020. H10: the device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related to an inherent variation in the rubber material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. There was no patient involvement. No additional information is available.